Event description:
It was reported that the site had returned the affected part to intuitive surgical for analysis with no specified failure mode description. Attempts were made to contact the site to obtain additional information were without success. There were no additional information obtained to date. However, during failure analysis investigation, intuitive surgical found the affected part to have a broken grip. To date, there have been no confirmation of an adverse event related to this report.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one side of the grip was broken off, but was not returned with the instrument. The cause of the damage was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.